Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with external flash crc error alarm. The customer's blood glucose level at the time of incident was 260mg/dl. The customer states the alarm occurred twice. The customer was advised that the device would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump alarmed during self-test due to moisture damage on all electronic assemblies noted. The insulin pump had cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.